Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not fully implanted. If explanted, give date: not applicable as the lens was not fully implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could no be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was torn coming out of the delivery system. Additional information was received and it was learnt the lens was partially inserted into the patient's eye and had to be removed because the optic was torn. No further information was provided.